Manufacturer narrative:
It was reported that, during thr surgery, a polarstem modular head for (B)(6) broke off. The device intended for use in treatment was not returned for investigation nor was a batch number communicated. The reported failure mode could not be confirmed and the batch record could not be reviewed. A complaint history review was conducted. Based on the limited information provided, a thorough medical assessment could not be performed. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. This instrument is designed to impact a ball head on the polarstem taper, it is therefore subjected to repeated impact forces. It is additionally subjected to repeated steam sterilization processes which could contribute to an embrittlement of the device. It is however unknown for how many cycles this instrument has been used. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Therefore, based on the available information, the root cause of the reported issue remains undetermined. Smith + nephew will continue to monitor this device for similar issues. If the reported device or additional information become available, this investigation will be reopened.

Manufacturer narrative:
H3, h6: it was reported that, during thr surgery, a polarstem modular head for 21000662 broke off. The device use in treatment was returned for investigation. The reported failure mode could be confirmed upon visual inspection. The device is observed to be fractured. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed a total of 3 additional complaints for the batch (b59147) in question. However, the batch contains of 106 pieces and was manufactured in 2016. The polarstem modular is designed for the impaction of the ball head on the stem taper. Based on the batch size, the age and the intended use of the device, there is no indication for a specific issue with this batch. Based on the limited information provided, a thorough medical assessment could not be performed. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the performed investigations, the reported fracture could be confirmed. The relationship between the reported event and the device was confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Normal wear and tear through repeated impaction as well as miss-use of the device are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. It is unknown for how many cycles this instrument has been used. Therefore, the root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. The returned device will be discarded.

Event description:
It was reported that, during thr surgery, a polarstem modular head for (B)(4) broke off. No significant surgical delay occurred as a smith and nephew backup impactor was available to conclude the procedure. No patient injury was reported due to this event.